Event description:
This was a peripheral vascular intervention for critical limb ischemia in the popliteal using a 0.9 turbo elite laser catheter. The initial complaint received was that the laser fiber jacket wrinkled up on itself. The physician believed that the cause of the issue was related to the use of an insufflator to infuse saline during laze time. The pressure used to flush with the insufflator was increased more than what is usually used and he believed this increase caused too much pressure for the size of the fiber. No patient injury occurred and he was discharged per operative plan. Due to the extent of the damage to the catheter, and the potential for injury with recurrence, this became a reportable complaint upon evaluation of the device.

Manufacturer narrative:
Catheter investigation summary: the visual inspection of the turbo-elite found that the catheter appeared to have been damaged by excessive internal pressure. The lumen was ruptured and fibers were broken. The damage to the catheter is consistent with excessive pressure during flushing. The catheter is burst outward, exposing broken fibers, and a ruptured lumen. The physician's suspicions as to the cause of the event were confirmed. A review of the lot history record found no issues or nonconformances related to the event.